Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Event description:
It was reported the device lasted approximately 8 months and that the patient thought the device longevity was unexpected. It was noted that the patient has two active left ventricular (lv) leads that are y-adapted and that the patient states their heart failure symptoms are alleviated with high/maximum right ventricular and lv outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 x2 implantable pacing leads 2012 (B)(6); 1688tc x2 competitor implantable pacing leads 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.